Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys ca 19-9 immunoassay results for one patient sample. The initial result was 60.7 u/ml and the repeat result was 29.9 u/ml. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 257336. The expiration date was requested but was not provided.

Manufacturer narrative:
An assay related issue was not detected and the fluidic and measuring cell worked according to specifications. Analyzer performance testing was within specifications. The investigation was unable to find a definitive root cause.